Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 21403350 / 5020832. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 21622825.

Event description:
It was reported that the patient was experiencing uncomfortably due to migration. It was also noted that patient was having difficulty charging ipg. The patient underwent explant procedure. The explanted device components were not returned due to hospital policy.